Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer¿s blood glucose level was approximately 28 mg/dl. Low bg cause was not known. The customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support.